Manufacturer narrative:
No device was returned to resmed for investigation. The customer contacted resmed after a visit to the patient's home to verify the reported issue. Per the customer, he checked and tested the astral ventilator and found no errors or other issues with the device . The customer performed maintenance on the device and reported that the device was performing properly. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) and unexpected restart during the device start-up. There was no patient injury reported as a result of this incident.